Manufacturer narrative:
(B)(4). The customer returned one cartridge of product 544243 hemolok l clips 3/cart 42/box with one clip remaining in the cartridge. The returned product was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip appears typical with no observed defects or anomalies. Reference files (B)(4). Functional inspection was performed by attempting to close the clip using a lab inventory compatible applier 544181r. The clip was loaded onto the applier with no difficulty and the clip was closed. The clip was able to close with no difficulty. Visual examination of the clip confirmed that the clip is completely closed. The clip was then reopened and a second attempt was made to close the clip onto overstressed surgical tubing. The clip was able to close over the tubing with no difficulty. No functional issues were found. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this other remarks: is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining, and/or discoloration, burrs, sharp edges, or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the reported complaint of clip not closing could not be confirmed. The returned clip was able to load onto lab inventory clip appliers and close completely with no difficulty. The reported complaint of clip not closing could not be confirmed based upon the sample received. The customer returned one clip for evaluation which was able to close when properly loaded onto lab inventory clip appliers. However, clips are interactive parts and do not function without the use of a clip applier. No clip appliers were returned for evaluation. It is unknown what applier was used and in what condition the applier used was in at the time of discovery of the reported defect. A device history record review was performed on the clips with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
The doctor had no problems loading the clip into the applier, but the clip was unable to close after ligating the tissue. It was reported that the patient is in good condition.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot #73c1500604 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor had no problems loading the clip into the applier, but the clip was unable to close after ligating the tissue. It was reported that the patient is in good condition.